Event description:
A pt's device was reported as having been removed in 2009 due to it "leaking electricity even with it off." It was noted that the device was implanted a number of years ago. Following the explant procedure, the pt had pain in her thoracic area, which was attributed to a thickening of the spinal ligament. It was indicated that the pt's physician was wondering if the issue is an effect of one of the stimulator leads. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).